Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device has been implanted therefore product analysis was not possible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(6) study. Same case as MFR ID#: 2134265-2010-05922. It was reported that during a stenting treatment procedure, a vessel perforation occurred. Due to stable angina (ccs class 2) the patient underwent cardiac catheterization which revealed a 99% stenosed and 30mm long lesion located in the bifurcated left main coronary artery with a reference vessel diameter of 3.5mm. The lesion was treated with predilation and placement of a 3.5x16mm taxus liberte stent and a 3.5x12mm taxus liberte stent resulting in 0% residual stenosis. It was reported that a perforation occurred but that it did not cause bleeding. The patient was discharged the next day on aspirin and prasugrel.